Event description:
It was reported that the patient experienced extracardiac stimulation. The left ventricular (lv) lead output was decreased and the pulse width was increased. The lv lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.